Event description:
It was reported that this inflatable penile prosthesis would not inflate when the physician attempted to cycle the device. Fluid loss was confirmed. The device was explanted and replaced. No patient complications were reported.